Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose at time of incident was unknown. Customer was told change catheter and again no delivery alarm during manual prime. The customer was told to change reservoir and to check insulin. The customer was advised that we are sending replacement.